Event description:
The patient was hospitalized for multiple medicalproblems including microangiographic anemia with decreased platelets, abnormal renal function and high ldh. The working diagnosis was thrombotic thrombocytopenia purpura (ttp). She was started on high -dose steroids and daily plasmapheresis treatments. After several days of treatments, the patient's neurological status showed some improvement but she remained somnolent and minimally responsive to commands, her lab values (primarily ldh and platelets) did not show improvement. After the fifth plasmapheresis treatment, the rn noted the patient to be restless and short of breath, and also noticed that the waste plasma bag was almost empty. The machine had apparently malfunctioned causeing the waste plasma to be cycled back into the patient instead of into the waste bag. The patient had received a fluid overload of approximately 2 liters. She was treated with lasix to increase urine output to correct the fluid imbalance. On day 2 after the fluid overload event the patient became bradycardic and pulseless, and expired . The machine was removed from service, tested and found to working properly. It was subsequently returned to service but additional problems occurred and the machine was permanently taken out of service. It was approximately 15 years old.